Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that row d of main drawer 2.2 was not detected on the bus. A field service engineer reseated all cables including row board cable and manually released cubies and cleaned out foil/debris and reseated row board cable at the trays. A field service engineer reassembled and booted the device back up and tested the drawer in the hardware test application and everything was working as it should. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system mm6bhcger1_main 6.1 not detected on the communication bus. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.